Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2015 and mesh was implanted. It was reported that the patient experienced an undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 9/25/2018 (B)(4). Additional narrative: it was reported that following insertion the patient experienced abdominal pain. It was reported that patient underwent mesh removal on 12/7/2017. No additional information was provided.